Event description:
The physician followed standard procedure to introduce the penumbra neuron delivery catheter 070 but the device was stuck in the 6f sheath. Then the physician removed the sheath and noticed that the tip of the device was broken. Finally, the physician removed the device with the broken tip and completed the procedure with another of the same device.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.